Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope displayed error e01 shortly after e73. The issue occurred during reprocessing. The procedure was completed using the set of equipment. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).